Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy. While transecting the fundus of stomach the device was unable to fire. The surgeon was able to press the green button and squeeze the handle but the knife did not cut and the staples were not placed. A new device was used in order to complete the case. No patient injury.